Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. During investigation testing, no single compressor malfunction alarms were reproduced; however, the left compressor was heard making a high pitched screeching sound. The compressors were evaluated and it was determined that a malfunction of the left compressor was the root cause of the single compressor malfunction alarm observed in the alarm history. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) initial.

Event description:
During the course of evaluating companion 2 driver s/n (B)(4) for a customer reported system malfunction alarm (MFR. 3003761017-2016-00408), the patient alarm history was reviewed and also revealed a single compressor malfunction alarm.